Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged one day after initial implant. As a result, the patient was hospitalized and a revision was performed, wherein the lead was repositioned. No additional adverse patient effects were reported.